Manufacturer narrative:
The service rep replaced several parts including the emergency off switch. The system operates as intended.

Event description:
It was reported that the 2800 system would not power up/boot up. No patient injury.